Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted the revision reported was likely the result of prosthesis wear due to being implanted for approximately 21 years. However, this cannot be confirmed because the components were not returned for evaluation. (D11) concomitant device: ceramic head 28mm. No information provided in the following section(s): a3, a5, b6, b7, e3, d4 (serial number, exp date), d6, g5, and h4. The following section(s) have additional info: d4 (catalog number, UDI number), g4, g7, h1, h2, h3, h6 and h7.

Manufacturer narrative:
Pending evaluation. Concomitant medical device: ceramic head 28mm.

Event description:
The poly was worn out and needed to be replaced. The index surgery date was 1998. The stem and cup were well fixed. There was no delay to surgery and the patient was stable as they left the operating room. Due to hospital policy we are not able to return the explant.